Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported an error occurred after aspiration started. During a thrombectomy procedure the physician selected the use of a spiroflex® vg angiojet® thrombectomy set. The device would not complete the priming process and then received a kink catheter error. The physician exchanged the device for another spiroflex® vg angiojet® thrombectomy set. The device was primed but once aspiration started a kink error occurred. The device was able to be started again but would only run for 6 second intervals. The device shut down three times during aspiration. Due to the facility only having the two catheters on hand, the procedure was completed using the second catheter in 6 second intervals. No patient complications were reported and the patient status was stable.